Manufacturer narrative:
It was reported that during an unidentified procedure, the blue foam on the drape shred off of the drape and fell into the surgical site. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further patient, product, procedural, or retrieval details to the manufacturer. No sample has been received for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure, the blue foam on the drape shred off of the drape and fell into the surgical site.